Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the circumstances that led to the seromas over the pump, it was noted that the patient had received a new implant on (B)(6) 2019. Actions taken to resolve the issue included a pouch revision was performed on (B)(6) 2019. Regarding if the seroma over the pump was resolved, it was noted that at post-op on 2019-jul-30 a seroma over the pump was present. The patient¿s weight was noted as not having been recorded at the post-op visit. The pump was currently functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 1.201 mg/day via an implantable pump for spinal pain. It was reported that the patient had seromas over the pump. The hcp wanted to move the pump. Considerations around moving the pump to a different location in the body was discussed. The date of the event was described as having occurred approximately one week ago. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). No further patient complications have been reported as a result of this event.